Event description:
It was reported that during a balloon kyphoplasty procedure, a technician attempted to prepare the cement. According to the report, the monomer bottle did not break properly at the scored line and the ¿jagged edge¿ resulted in the cutting/contamination of the surgical technician¿s glove. The kyphoplasty proceeded without incident. There was a delay of 5mins in overall procedure time.

Manufacturer narrative:
(B)(4) - (laceration; cut); (broken).